Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a chronic catheter placement procedure, the guidewire was allegedly assembled in reverse, that is with the introducer mounted on the rigid end of the guide instead of on the soft end. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot sample from the same lot/product catalog number was returned from the customer for evaluation and investigation of this event. Therefore, the original device was not returned for evaluation. One sealed lot vascath guidewire sample was received for evaluation. Gross visual evaluation was performed. The flexible tip was found in the distal end of dispenser. Therefore, no issues were identified with the returned lot sample. However, as the original device was not returned, the investigation remains inconclusive for the reported guidewire misassembled and difficult to advance the guidewire. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 06/2025), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to be advanced; however, the procedure was able to be successfully completed with no consequence to the patient.

Event description:
It was reported that during a catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to be advanced; however, the procedure was able to be successfully completed with no consequence to the patient.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. Eighteen sealed lot vascath guidewire sample was received for evaluation. No anomalies were noted to the lot samples. The investigation is inconclusive for the reported guidewire misassembled and difficulty in advancing the guidewire issues as the original sample was not returned for evaluation and only the lot samples were received for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2025), g3, h2, h6 (method). H11: d4 (medical device lot number), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to be advanced; however, the procedure was able to be successfully completed with no consequence to the patient.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 12/21/2023. The correct g3 date is 11/30/2023. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot sample from the same lot/product catalog number was returned from the customer for evaluation and investigation of this event. Therefore, the original device was not returned for evaluation. One sealed lot vascath guidewire sample was received for evaluation. Gross visual evaluation was performed. The flexible tip was found in the distal end of dispenser. Therefore, no issues were identified with the returned lot sample. However, as the original device was not returned, the investigation remains inconclusive for the reported guidewire misassembled and difficult to advance the guidewire. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to be advanced; however, the procedure was able to be successfully completed with no consequence to the patient.